Event description:
During a ptca treatment procedure involving a moderately calcified and 90% stenotic lesion in the mid-lad to first diagonal branch coronary arteries, the maverick monorail balloon ruptured at 10 atm's on the initial inflation. A dissection occurred in the area being treated and a bx 3.0 x 13 stent was deployed to the bifurcation of the mid-lad and the first diagonal branch coronary arteries. A 6f medkit introducer sheath, a 0.014" choice floppy guidewire, a 6fcamino jl4 guide catheter and an encore26 inflation device were also used in this case. Patient status is reported as unknown.